Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08march2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer contacted technical support (ts) stating that the unit was used on a patient in an emergency situation without filters. Customer would now like to know how to decontaminate the unit. Customer indicated that there was no harm to the patient. Event date not specified; estimate used.

Event description:
Customer contacted technical support (ts) stating that the unit was used on a patient in an emergency situation without filters. The customer would now like to know how to decontaminate the unit. Customer indicated that there was no harm to the patient. Event date not specified; estimate used.

Manufacturer narrative:
PMA/510k: 27feb2019. Date of report: 11oct2019. This event was resolved on-site by the customer. The customer reported that the device had been decontaminated, and from testing, the results came back satisfactory. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.